Event description:
(B)(4). I went to the doctor to request having my tubes tied after my 2nd pregnancy. My insurance covered all but about (B)(6). They said in about six weeks my symptoms would subside. Since the day of surgery I've had these ongoing symptoms: stabbing pain near site, dull aches near site, headaches, fatigue, weight gain with no success of loss, irritability, depression, excessive bleeding on menses, menses more often, hot flashes, night sweats, dull constant back pain cramps, it's miserable, painful and life altering.